Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead had migrated. Surgical intervention may take place at a later date to address the issue. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent emergency removal of scs system at an unknown date. No further information at this time